Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was seeing 'internal device lost all data' on their patient programmer. It was noted that they started seeing the message when they got home from their prolapse surgery, which occurred on (B)(6) 2020. No patient symptoms were reported. The patient was redirected to their healthcare provider.